Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device vibrated for high hv lead impedance. Noise was observed on the svc coil-to-can egm during isometrics. Minimal noise was observed on the rv-to- can channel. The lead was capped and replaced.